Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter canadian field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter technical services to report a colleague infusion pump with a battery issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.